Event description:
It was reported by service report that the fowler would not lower past 10 degrees on the bed. The customer could not determine whether there was patient involvement or if adverse consequences occurred.

Manufacturer narrative:
Fowler finger.